Event description:
A nurse reported that a piece of the target device broke at the distal end.

Manufacturer narrative:
The broken surface at the connecting rim of the reception and that of the broken piece shows typical traces of brittle breakage. It does not show plastic deformation which suggests that sudden force was applied. Furthermore, it could also have been caused during prior use. The functional check revealed that the sleeve could not be held in distal dynamic position as intended from the target device due to the broken piece at the reception.based on the performed investigation, the root cause for the reported event can be attributed to a user related issue.